Event description:
Complainant alleged that during training/inservicing of the staff by a zoll sales rep, the device began to smoke while plugged into ac power, although it had not been powered on. The complainant indicated that there was no pt involvement in the reported malfunction.